Event description:
It was reported that during a live case procedure, a vessel dissection was noted. The occluded lesion was located in the left anterior descending (lad) artery. The rotalink plus was used to restore a crossable lumen in the lad. Contrast was injected; however, the contrast flow could not be seen flowing into the lad. Therefore, ivus was used and identified a dissection approximately 12mm long in the left internal mammary artery (lima). The physician successfully deployed four stents to treat the dissection. No further pt injuries or complications were reported. The pt's status was reported as "stable".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.